Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. The customer's blood glucose was 23 mmol/l. Customer's mother stated that the customer was taken to the hospital for the hypoglycemic treatment. Customer was treated for high blood glucose by insulin drip. Customer's mother stated that the battery cap was damaged. The insulin pump will not be returned for analysis.